Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded onto the delivery catheter system (dcs) successfully and confirmed via tactile and fluoroscopic inspection. The valve was positioned at 3 millimeter on the non-coronary cusp and left coronary cusp and was successfully implanted. Upon retrieval of the dcs, the nose cone caught on the frame of the valve. It was attempted to center the catheter, and the non-medtronic guidewire was pulled while the dcs was pushed. The attempt to pull the dcs caused the valve to dislodge. The inflow portion of the valve frame was in front of the left coronary artery and right coronary artery. An angiogram was performed and both coronary arteries were contrasted. The respiratory rate dropped and asystole was noted. The patient was resuscitated. A second valve was loaded at this time. The first valve was fixed with a snare. The second valve was unable to pass through the first valve. Subsequently, the first valve was surgically removed and a non-medtronic valve was implanted. Bleeding was reported and the ascending aorta was replaced. The patient was unstable and subsequently died.

Manufacturer narrative:
Concomitant medical products: other relevant device is: product ID: envpro-16, lot #: 0011114250, ubd: 10-mar-2024, UDI#: (B)(4). Product analysis: the valve was not returned and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that a pre-balloon aortic valvuloplasty (bav) was performed. Prior to the removal of the delivery catheter system (dcs) the nosecone had been centered with the valve frame but had still caught the valve upon removal. Per the physician, the patient¿s anatomy had not contributed to the dislodgement. Additionally, it was now reported that the patient had a fragile and vulnerable ascending aorta. As result, an aortic dissection occurred which caused bleeding and required the ascending aortic replacement. Per the physician, the bleed was caused by the fragile acceding aorta and complication of the non-medtronic surgical valve implant. As reported, the medtronic valve nor the dcs had caused the bleeding. The cause of death was the result of all the complications of the medtronic transcatheter valve implant, the non-medtronic surgical valve implant and the ascending aorta replacement. Further the physician noted the medtronic valve was secondary in cause of the implant complications associated with the death. The patient died during the procedure. Product analysis: the product has been returned and the results of the analysis are pending. Conclusion: not yet available, investigation evaluation of the product is in progress. Updated data: d9, h3, h6 patient, method, result, conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6. Eval code method; eval code result; eval code conclusion: the device history record was reviewed for the valve and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device history record was reviewed for the delivery catheter system (dcs) and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Dislodgement of the valve by the distal tip of the dcs is likely related to operator technique or experience; the device instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Use of a snare to reposition the valve after deployment is complete is not recommended per the device instructions for use (IFU). Per the IFU: once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.¿ in this event, it was reported the second valve was unable to pass through the first valve, so the first valve was then surgically removed and a non-medtronic valve was then implanted. At which time bleeding was reported. It is unknown if the bleeding was the result of the user snaring the first valve. The physician stated the bleeding was due to an aortic dissection caused by the fragile ascending aorta and the complication of the non-medtronic surgical valve implant. Additional information stated that the physician felt that the bleeding was caused by the fragile ascending aorta and the complication of the non-medtronic valve implant. Vascular complications, such as dissection, are known potential adverse patient effects per the device IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. The report of asystole reportedly occurred as a result of the dcs interaction with the valve during removal of the dcs, leading to valve dislodgment. When the valve dislodged, it was reported that the inflow portion of the valve frame was in front of the left and right coronary arteries. However, an angiogram was reported to have been performed which showed both coronary arteries to be contrasted. At this time the respiratory rate dropped and asystole was noted. Patient death is also a known potential adverse patient effect per the device IFU, and typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). The report of patient death at implant was ascertained as being related to the procedure, specifically the result of all the complications of the medtronic valve implant, the non-medtronic surgical valve implant and the ascending aorta replacement. Further information stated that the medtronic valve was secondary in the cause of the implant complications associated with the patient death. The above analysis showed that the valve had no manufacturing related defects. A procedure- or valve-related death is an inherent risk when the patient condition is such that a percutaneous aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.